Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on april 20, 2021, with catalog number 1578567. Analysis of the returned device identified: broken shell on posterior and white particles in the shell. Leak test and microscopic analysis were performed which identified: striated broken, crease fold and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken assessed as surgical damage consist in the use of some surgical tool." Additional, changed, and/or corrected data: d.9, h.3, h.6.